Manufacturer narrative:
H3 product analysis: product ID # 97810. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Product ID: 978a128, lot/serial# (B)(6), product type: lead. Product ID# 978a128. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was first received (B)(6) 2021 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their recharger is not working to charge their ins, it connects then loses connection repeatedly. Patient and their daughter had to continue to reposition the recharger in order to get the ins battery up to 70%. Prior to this the patient was able to charge very easily and quickly up to 100%. The patient's back hurts where the ins is implanted to the middle of the back. Patient had a fall in their garage and about 2 weeks ago but the doctor ordered x-rays and confirmed there were no problems with the interstim system. However after this patient was involved in a slight car accident where they hit the dash board after their husband had to slam on the breaks. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2021 the patient called back with additional event details and concerns. The patient reports they are still having a terrible time. From the beginning their lower back hurt and they had really bad tingling in the left arm, leg, and foot. Patient cannot even use their computer because they are in extreme agony. Patient switched programs and turned it down to 0.3 and it did not go away and was not helping the bladder at that point. However, when patient turns therapy off completely the pain/tingling does go away. Patient also reports they had an MRI about 3 weeks ago which was the most painful thing they ever had. MRI mode was activated prior to the MRI. Patient was supposed to start therapy this week, but they do not want their neck and back messed with because when they turn stimulation off the pain goes away. Patient does not want to leave therapy off because then they get no therapeutic effect. Patient states their doctor told them that if they have the interstim removed there is nothing further that can be done to treat them. Patient has tried a couple different programs and wanted to know if they could try others in order to find one that was more comfortable. Reviewed theory and use of programs. Patient plans to try changing programs to see if they can resolve the issue without having to go back to the physician. Recommended patient follows up with managing physician to discuss symptoms.